Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the screw driver broke apart. All pieces were retrieved and the surgery was completed successfully.

Manufacturer narrative:
Alleged failure: tip of the screw driver broke apart. The failure identified in the investigation is consistent with the complaint record. The probable root causes could be: excessive force applied on driver, screw inserted at an angle, incorrect size of screw for tunnel/graft, ) tap not used before insertion, or driver not fully inserted into screw. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4). The device manufacturer date is not known.

Event description:
It was reported the screw driver broke apart. All pieces were retrieved and the surgery was completed successfully.